Event description:
Bite block had been placed to prevent pt from biting endotracheal tube during suctioning (per rn going off duty report). When rn assessed pt noted pt was biting on et tube. Rn observed bit block in pt mouth, able to extract from back of throat with hemostats.